Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer's blood glucose level was over 500 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and no delivery during the insulin delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. During the no delivery troubleshooting, customer mentioned a blood glucose reading of in the 400s mg/dl. Customer declined high blood glucose troubleshooting and stated that she treated with the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis. Infusion set is expected to return.